Manufacturer narrative:
Per the clinic, the patient experienced infection at the implant site. The recipient was hospitalised (date and duration not reported) and was treated with IV antibiotics (specific date and duration not reported). This report is submitted on (B)(6), 2023.

Manufacturer narrative:
This report is submitted on july 20, 2023.

Event description:
Per the clinic, the patient experienced an infection (unknown if it is device related). The device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient with another device.